Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had insulin pump alarmed a no motor movement or negligible movement and experienced high blood glucose and treated with pump. The customer blood glucose level was 14.0 mmol/l. Troubleshoot was performed. Customer states they are able to rewind the pump. The customer performed the displacement test which was passed and self test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed hardware low level failures due to open traces. Device received with cracked retainer, fading serial number label, cracked battery tube threads, minor scratched display window, cracked keypad overlay at select button and scratched case.